Manufacturer narrative:
This report is being supplemented to correct information provided in the initial medwatch report, and to provide additional information that was inadvertently not provided in the initial report. Correction to b4 of initial report: date of this report was 25-apr-2021. Correction to g3 of initial report: date received by manufacturer was 22-mar-2021. The subject device was not returned for evaluation. The investigation determined that the cause of the reported issue was due to the patient's computed tomography (CT) scan not being performed to veran protocol. Veran will continue to monitor field performance for this device. This supplemental report is being submitted as a corrective action following a retrospective review of complaints in response to an observation from an external inspection.

Event description:
Dr. Was unable to successfully complete registration. The case did not continue past this point. They were unable to complete registration so they aborted the procedure entirely. This was a perc case, so they did not complete the case without veran. The patient was already under anesthesia. They were woken up and a follow-up procedure was scheduled. Technical support was contacted before the procedure was aborted and they were unable to fix the issue. After the procedure was aborted, technical support followed up and it was determined that the issue was most likely issues with the CT scan. It was prone and the orientation was incorrect.